Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 95% stenosed and located in the distal right coronary artery (rca). The lesion was treated with three passes of the oad. During the third pass, the oad stopped functioning and was removed from the patient. Imaging was performed and a perforation was noted. Balloon angioplasty and stent placement were performed to resolve the perforation and the patient was in stable condition.